Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery had a "bad battery cell" that may have been involved with a pump that over infused. A separate MDR (complaint #(B)(4)) will be sent regarding the over infusion that occurred on (B)(6) 2013. Any pt injury or intervention is unk.